Event description:
It was reported that a catheter leak occurred. A 10mmx4.00mm wolverine cutting balloon was selected for normal percutaneous coronary intervention (pci). During the procedure, the pressure was increased but there was no change in size for the cutting balloon. Another 10mm x 4.00mm wolverine cutting balloon was used, but it, too, did not change size when pressure was increased. The procedure was completed with a new wolverine. There were no patient complications. The balloons were put into water, and it was noted that both cutting balloons had leaking issues.

Manufacturer narrative:
B5 describe event or problem and h6: device codes: corrected.

Manufacturer narrative:
The device was not returned for analysis. However, media provided by the customer was analyzed. A picture showed a bloodied balloon, and a video showed the balloon leaking at the proximal end of the balloon.

Event description:
It was reported that a catheter leak occurred. A 10mmx4.00mm wolverine cutting balloon was selected for normal percutaneous coronary intervention (pci). During the procedure, the pressure was increased but there was no change in size for the cutting balloon. Another 10mm x 4.00mm wolverine cutting balloon was used, but it, too, did not change size when pressure was increased. The procedure was completed with a new wolverine. There were no patient complications. The balloons were put into water, and it was noted that both cutting balloons had leaking issues. The devices are returning to bsc.

Event description:
It was reported that a hole in the catheter occurred. A 10mmx4.00mm wolverine cutting balloon was selected for normal percutaneous coronary intervention (pci). During the procedure, the pressure was increased but there was no change in size for the cutting balloon. Another 10mm x 4.00mm wolverine cutting balloon was used, but it, too, did not change size when pressure was increased. The procedure was completed with a new wolverine. There were no patient complications. The balloons were put into water, and it was noted that both cutting balloons had leaking issues.